Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. Based on the clinical information provided, while performing pci on the mlad the pump was accidentally pulled back into the aorta. An attempt was made to advance the impella back into proper position without success. No other issues or product damage was noted afterwards. Log analysis was not applicable for this investigation. The most likely cause of the positioning issue was use related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 86-year-old male noted for high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella cp pulled back into the aorta and the physician was unable to advance impella into proper position. Percutaneous coronary intervention was performed without impella support. The impella was removed. The patient is stable.